Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Bd was unable to perform a thorough investigation as no item number, sample, lot, or batch number were provided. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and (B)(4) FDA registration number has been used for the manufacture report number.

Event description:
It was reported that the unspecified bd¿ needle had the needle snap off in the cartridge during use. The following information was provided by the client: "customer had two issues with cartridge ¿ the needle snapped off in the cartridge during fill. At the time of the call the customer had already replaced the cartridge and was able to load the third so I was unable to troubleshoot".